Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holders, the bottom case was cracked, the left plunger case screw boss was broken, and a rubber foot was missing. A review of the event history log identified motor not running. During functional testing using the occlusion test, the reported issue of motor not running was duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced worm coupling, stepper motor, leadscrew and clutch halves. Cleaned and greased the whole motor assembly and performed all functional tests which passed. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the pump exhibited motor issues, motor alarm motor not running, high pressure issue, and missing small parts throughout. No patient injury was reported.